Event description:
Caller reported a cgm error 42. Caller successfully started their sensor session after assistance was provided. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, and the issue did not recur. No additional information was received regarding the outcome of the event.